Manufacturer narrative:
(B)(4). A healthcare facility in (B)(6) reported that the rd900 neopuff infant resuscitator was not providing the correct pressure. The pressure raised to 50cm h2o when it was set at 25cm h2o. Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested. Results: performance testing of the device could not replicate the reported malfunction and the device was working as intended. Conclusion: we are unable to determine the cause of the reported fault as there was no fault found with the returned device. Device background: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in (B)(6) reported that the rd900 neopuff infant resuscitator was not providing the correct pressure. The pressure raised to 50cm h2o when it was set at 25cm h2o. There was no patient consequence.

Event description:
A healthcare facility in ohio reported that the rd900 neopuff infant resuscitator was not providing the correct pressure. The pressure raised to 50cm h2o when it was set at 25cm h2o. There was no patient consequence.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rd900 neopuff infant resuscitator to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.